Event description:
It was reported that during preventive check before sending to hospital, the emax 2 plus engine showed an irregular functioning with the start of rotation, but with a small hit on the burr then it starts, when it is stopped in order to restart it needs again a small hit to the burr. No patient involved. Investigation results determined that e2 error was always present, which makes a reportable event.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 1 (one) similar report, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection could not be performed without destructive testing this is an off-the-shelf part and it was returned to the OEM for evaluation. A functional evaluation was performed, the drill was tested from the admin drill test screen. No problem was found with the drill functionality. A case was created to evaluate the drill. During the cut stage, the anspach console displayed an e2 error when the anspach footpedal was pressed. The error presented in exposure control mode, speed control mode, and rogue mode. The error would reset when the drill was disconnected from the system but return as soon as the footpedal was pressed. When returning to the drill test from the admin screen, the e2 error was always present. The root cause was established to be supplier / raw material fault. A corrective action has been requested for this issue and the e2 error is being further investigated.